Event description:
The customer reported poor image quality in the lateral position. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system, and reloaded software, and adjusted the tracking, brightness, and contrast. System operates as intended. This MDR is related to ge healthcare complaint.